Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient fell on her tailbone and left back. Increased pain around pocket site. It was reported that a revision was completed in which the surgeon moved the ipg site to the left flank.